Event description:
It was reported that the user experienced an alert 38 indicating a consecutive stalled motor on the ilet pump, which prompted a restart to clear notifications, a fully dry run with no subsequent alerts, and a guided full supply change while using an inset infusion set. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention or hospitalization. Investigation included user-guided troubleshooting, device restart, and a dry run to assess pump function. Investigation of this case revealed that the device resumed normal operation after restart and supply replacement, consistent with a transient motor stall without persistent malfunction. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but consistent with a transient device or use-related event not reproducible after corrective actions. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.